Manufacturer narrative:
A follow-up was performed with the key market representative, and the responder reported there was no delay in therapy, and no medical intervention was required during the event. The hospital's equipment staff replaced the oxygen flow sensor. The issue was resolved, and the device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an "oxygen pressure sensor zero calibration error", and that there was no oxygen output. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was no patient or user harm reported. Multiple restarts were performed, but the issue was not resolved. The investigation is ongoing.